Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 16-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient implanted for chronic low back pain, lumbar radiculopathy, and spinal pain. The hcp reported that the patient was only getting stimulation on their right side. They indicated that a lead revision was done to acquire more right-sided coverage. The patient confirmed that they were getting stimulation coverage down both legs following the revision. The issue was resolved. No further complications were reported or anticipated.